Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving morphine via an implanted pump. The indication for pump use was not provided. On (B)(6) 2017 the hcp was calling as he believed the pump was malfunctioning and the patient may be getting overdosed with morphine. Per the hcp, ¿the patient is currently on the ground¿ and they needed someone to come to the facility and check the pump as soon as possible. The hcp had no further information at the time of the report. Additional information was received on 15-aug-2017 from the hcp who reported that he remembered that the issue was resolved, but he had no further information because he was not involved in the case beyond calling in. The hcp suggested contacting a different hcp which was done the same day. That hcp stated that she was able to determine that someone came in to interrogated the pump; however, she did not have any patient identifying information, device information, or any additional information regarding the event. She was going to try to determine the name of the person that interrogated the pump and would call back if she had any additional information. No further patient complications have been reported as a result of this event.